Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), fallopian tube perforation ("perforating from the ostia") and genital haemorrhage ("heavy abnormal bleeding /abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo an essure confirmation test". Medical conditions: hysteroscopy: one coil was noted to be perforating from the ostia and one coil was noted to be protruding into the cavity. Concurrent conditions included adenomyosis since (B)(6)2016, endometriosis since (B)(6)2016 and multiparous. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches (worsened)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and headache ("headache") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain /cramps"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping /lower abdomen pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure,hysterectomy (partial),salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, migraine and weight increased was resolving and the genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most if not all symptom decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: event: headache, the patient did not undergo an essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), fallopian tube perforation ("perforating from the ostia") and genital haemorrhage ("heavy abnormal bleeding /abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis since (B)(6) 2016, endometriosis since (B)(6) 2016 and multiparous. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain /cramps"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping /lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal) "), menorrhagia ("abnormal bleeding (menorrhagia) "), cystitis ("infection: bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches (worsened)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure,hysterectomy (partial),salpingectomy) and surgery (one or more surgeries to remove one or more of the essure,hysterectomy (partial),salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, migraine and weight increased was resolving and the genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Approximate weight at the time of essure placement 150 lbs. Hysteroscopy: one coil was noted to be perforating from the ostia and one coil was noted to be protruding into the cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics updated and concomitant disease, concomitant drugs added. Essure indication updated and insertion date was changed from (B)(6) 2010 to (B)(6) 2008. New events abnormal bleeding (vaginal, menorrhagia), infection: bladder, apareunia (inability to have sexual intercourse) , migraines / headaches , nausea , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), vaginal discharge, fatigue , weight gain were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.